Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the power issue experienced by the customer was related to the vision cart's power supply. The system was repaired by replacing the affected power supply. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si prostatectomy procedure the vision cart power turned off and the cart could not be restarted. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.